Event description:
Physician reported obtaining a blood pt result of 1.8 inr, on the suspect device. Physician stated that, the same day, blood was retested in a lab with a result of 3.8 inr. Two days later, an additional comparison was reportedly performed with a blood pt result of 1.7 inr, on the suspect device, and 2.5 inr, in a lab. Physician did not modify therapy based on these values. Liquid quality control tests were reportedly performed on the device and the results were in the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Physician reported that 2 strip vials were in use for the meter to lab comparisons. Physician did not know which results were obtained on which strip vial. Strip vial #2: catalog number: 3116247, lot number: 400a, expiration date: 02/28/2008, date of MFR: 08/2006.